Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said the stimulation made it feel like they were being burned on outside lips of vagina (about 10 days in she guesses). They lowered the stimulation a little more and then it was fine. Moved stimulation down like .4 and then they were fine. Their skin has been sensitive like that since birth. The patient reported charging issues. They were told it would take 20 minutes to recharge and it takes her 5-6 hours. The doctor picked the rechargeable device and they wished the doctor never picked it. Can't use the belt it slips and moves. Used elastic tape that sticks to skin and taped recharger in place. They even laid on stomach and didn't move and it doesn't stay connected. The patient can feel the outline of the stimulator. The stimulator is in a weird spot it is at hip level. They say you can walk around while charging and that is not true. The patient didn't want to do troubleshooting. Patient services asked if they think they need a smaller belt. They didn't know that would help. They had an appointment on april 11 with the doctor and are going to talk to them about putting the recharge free battery in. The patient was redirected to their healthcare provider to further address the issue.  The therapy is helpful. If they would have known the stress it causes them it is not worth it. Patient said stress causes their ms to flare up. The charging issue started right away. They first started charging two weeks after implant. Additional information was received from the patient. Patient was asked to clarify if there was a device/therapy/procedure issue when they mentioned "the doctor picked the rechargeable device" and they answered, "not at the time. We didn't think it would be any different than the 'temp.' We wish the medtronic rep would have made an educated suggestion to us prior to surgery." Patient answered the cause of the burning on the outside of the vagina was not determined, but stated their skin has always been very sensitive since birth. Patient stated the cause of the charging issues, belt slipping, and recharger not staying connected was not determined. They mentioned they ended up having to lay on the bed face down for hours - not using the belt and it would still lose the connection even if they wouldn't move. The patient stated the issue has not yet been resolved but a replacement device with an internal battery is "suggested" to be implanted on april 28th.

Manufacturer narrative:
Continuation of concomitant medical products: product ID fp9000l, product type: accessory ;product ID wr9220 ,serial# (B)(4), product type: recharger. Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.